Event description:
The reporter contacted animas on 03/02/2012 alleging that there is a zero unit bolus recorded in the pump history that was not programmed. The reporter indicated that the pump was locked and no buttons were pressed at the time. The reporter confirmed that there were no tactile issues with the keypad buttons. This report is being made based on the alleged un-programmed bolus.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history confirmed a 0.0 unit bolus recorded at 6:59 pm on the reported event date. The pump was exercised for 24 hours without an 0 unit boluses being delivered. The keypad was examined and there was no evidence of damage. The keypad buttons were found to be responding appropriately and there were no hypersensitive or stuck keys. The keypad was removed and no button contact defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.